Event description:
Through follow-up, the surgeon provided the following additional information. Reportedly, the iop increase was not caused by the stent, rather the iop increase was due to cataract procedure or use of steroids.

Manufacturer narrative:
Based on additional information received, glaukos considers the reported event as unrelated to the device (stent); thus, no longer deems the reported event as reportable. MFR# (B)(4). H3 other text : placeholder.

Manufacturer narrative:
Article publication date used. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Diagnoses consisted of poag, pacg, ntg, pxfg and pg. The study included patients with severe disease, prior incisional glaucoma surgery, and previous laser peripheral iridotomy. The IFU states that the istent inject trabecular micro-bypass is contraindicated in eyes with angle closure glaucoma. The IFU also states that the safety and effectiveness of the istent inject system has been demonstrated only in patients with mild to moderate open-angle glaucoma who are undergoing concurrent cataract surgery for visually significant cataract. The safety and effectiveness of the istent inject system has not been established in patients with pseudoexfoliative glaucoma or pigmentary glaucoma, or in patients with other secondary open-angle glaucomas which were not studied in the pivotal trial. The patient¿s history for the reported persistent elevated iop is unknown. Elevated iop is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the investigation and available information, the root cause of the reported issue could not be conclusively identified at this time. Any omitted information was not available at the time of this report. Please see the attached article for further details. (B)(4).

Event description:
The following was reported through a review an article titled "one-year outcomes of second-generation trabecular micro-bypass stents (istent inject) implantation with cataract surgery in different glaucoma subtypes and severities". Postoperatively, one (1) eye underwent slt as a result of persistent elevated iop. Additionally, the report noted that all adverse events were ¿transient without sight-threatening sequelae, and they were managed conservatively¿.